Event description:
It was reported that the system 7 v-notch sagittal saw heated up during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the link in the sag head is loose which is a known symptom for high amps, which can cause or contribute to heat being generated.